Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack.

Event description:
A customer reported that their AED was found beeping with a service code and would not power on. They reported this did not occur during patient use. No device information was provided..